Event description:
The patient had dbx mix (demineralized bone matrix) implanted in her spine at l4-5 in 2005. She stated that she was diagnosed with hepatitis c type 1 in 2006.

Manufacturer narrative:
There does not appear to be a connection between the patient's hcv infection and the implantation of mtf dbx mix. No other cases of hcv transmission have been reported in recipients of other tissues and devices processed from this donor.